Event description:
Pt with heavy painful menstrual periods admitted in 2001 for day surgery procedure to correct problem. Brought to o.r. And general anesthesia was begun at 0729. Uterine cavity visualized and inspected with a microhysteroscope. Then suction "curettage" was done for 4 minutes. Next a therma choice balloon catheter was introduced and the balloon insufflated w/15cc d5w so when pressure stabilized at 170mm hg the heating system was mitigated. At this point an error code was identified by the control box the catheter was exchanged for another catheter. Several more steps were taken in order to try to activate the system. Ultimately, the therma choice control box had to be switched out for a second control box and the procedure accomplished without further problems. There was a time delay of approx 2.5 hours while trying to activate the control box and awaiting its replacement, which was brought to this facility from another hospital in this city. Ultimately, an eight minute heating cycle was accomplished and the catheter removed. Anesthesia time ended at 0958, 3 hrs and 29 minutes after it began. The pt had no apparent complications from the delayed anesthesia and surgery time. The error code in the control box read "55" x3 with 3 different catheters. Also replaced umbilical cable after the second catheter. The unit from the other hospital worked the first time, properly. Error = charge catheter; catheter failure.